Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Explant date: not applicable, as lens was not explanted. Reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis as the device remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after surgery, patient¿s eye sight result falls short of patient expectation. Pre-op: 0.6 66cm 0.5 40cm 0.2(j10). Vision pre-operative: 0.6. Post-op: 1.0 66cm 0.8 40cm 0.4(j6). Vision post-operative: 0.8. Patient wanted to have a better visual acuity outcome. An unplanned vitrectomy was reported. No further information available.